Event description:
A tandem mobi cartridge alarm was reported during the load process, and the customer confirmed that the issue did not cause blood glucose levels to exceed 500 mg/dl. The customer had previously experienced similar cartridge alarms and was using mdi as a backup therapy. Technical support confirmed the issue and arranged for the pump to be replaced with a new one, providing instructions and shipping details. The customer was informed about the replacement process, including how to return the defective pump, and acknowledged all instructions.